Manufacturer narrative:
On 28-may-2020, mentor received additional information regarding the replacement device. The replacement device catalog # and serial # are (B)(6) respectively. On 1-jun-2020, mentor received additional information regarding the date of problem observed. Initially, the date of problem observed was reported as (B)(6) 2019. However, new information revealed that the date is actually (B)(6) 2019. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the suspected medical device was returned for evaluation. Mentor received additional information regarding the condition of the suspected medical device. The device was inadvertently punctured during the removal surgery. On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary : during visual inspection of the device, a tear was noted in the anterior view, measuring approximately 2.4 cm according to the information received, the rupture was caused inadvertently during explantation. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturers' reference number : (B)(4).

Manufacturer narrative:
On 20-may-2020, mentor received additional information regarding the replacement device. The device is a 275cc mentor smooth gel implant. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient underwent a primary breast augmentation with a 275cc mentor memorygel breast implant and experienced postoperative left-sided grade IV capsular contracture. As a result, the patient is scheduled to undergo unilateral removal and replacement with an unspecified breast implant on (B)(6) 2020.